Manufacturer narrative:
Device evaluated by MFR. : synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of distal stent damage. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12may2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 16mm synergy ii drug eluting stent was selected for use. However, the stent could not cross the lesion due to the severe calcification. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.